Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states one of the forks is broken and the other has visible signs of stress.